Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders") and uterine prolapse ("prolapsed uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho tri-cyclen) from 2008 to 2011, medroxyprogesterone acetate (depo-provera) from 2012 to 2015 and nuvaring for birth control as well as acetylsalicylic acid (aspirin), bupropion (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, sumatriptan (imitrex) and trazodone. In 2012, the patient experienced urinary tract infection ("chronic utis") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and abdominal discomfort ("stomach irritated"). In 2016, the patient experienced tooth injury ("dental problems/ dental enamel eroding") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder ("bipolar disorder") and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), blood pressure decreased ("blood pressure issues/ blood pressure drops randomly"), heart rate irregular ("irregular heartbeat"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), vision blurred ("blurry vision"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)") and abdominal distension ("bloating"). The patient was treated with antibiotics, vitamins, surgery (hysterectomy with bilateral salpingectomy) and surgery (removal of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, tooth injury, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, uterine prolapse, vaginal discharge, vision blurred, erythema, skin odour abnormal, abdominal discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, abdominal pain lower and poor peripheral circulation outcome was unknown, the dyspareunia was resolving and the abdominal distension had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, depression, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, fibromyalgia, gastritis, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, tooth injury, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, apareunia (inability to have sexual intercourse), psoriatic arthritis, fibromyalgia, raynauds, bladder problems, urinary problems, blood pressure issues, irregular heartbeat, dental problems/ dental enamel eroding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, chronic utis, migraines, headaches, fainting without warning, dizziness, bipolar disorder, psoriasis, prolapsed uterus, vaginal discharge, blurry vision, stomach area gets red, smell comes out of stomach, stomach irritated, sharp pain in abdomen, pain in joints/ right wrist pain (carpel tunnel), back pain, loss of bladder control, accidents, chest pain, teeth crumbling, chronic inflammation of abdominal region, cramping, hands (loss of circulation) and bloating. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders"), bipolar disorder ("bipolar disorder"), uterine prolapse ("prolapsed uterus") and genital prolapse ("genital prolapse") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache (since 25 years old.). Concomitant products included cilest (ortho tri-cyclen) from 2008 to 2011, medroxyprogesterone acetate (depo-provera) from 2012 to 2015 and nuvaring for birth control as well as acetylsalicylic acid (aspirin), bupropion (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, salbutamol (albuterol inhaler), sumatriptan (imitrex) and trazodone. In 2012, the patient experienced migraine ("migraines"), urinary tract infection ("chronic utis") and headache ("headaches"). On 6-jul-2012, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen/ abdominal pain"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and chronic gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and epigastric discomfort ("stomach irritated"). In 2016, the patient experienced enamel anomaly ("dental problems/ dental enamel eroding"), vision blurred ("blurry vision and difficulty driving at night") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder (seriousness criterion medically significant) and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), blood pressure decreased ("blood pressure issues/ blood pressure drops randomly"), heart rate irregular ("irregular heartbeat"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)"), abdominal distension ("bloating"), genital prolapse (seriousness criterion medically significant), micturition urgency ("urinary urgency") and nocturia ("nocturia 3x"). The patient was treated with antibiotics, vitamins, surgery (hysterectomy (full) with bilateral salpingectomy) and surgery (removal of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, enamel anomaly, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, vaginal discharge, vision blurred, erythema, skin odour abnormal, epigastric discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, chronic gastritis, abdominal pain lower, poor peripheral circulation, genital prolapse, micturition urgency and nocturia outcome was unknown and the dyspareunia, uterine prolapse and abdominal distension had resolved. The reporter provided no causality assessment for genital prolapse, micturition urgency and nocturia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, chronic gastritis, depression, dizziness, dysmenorrhoea, dyspareunia, enamel anomaly, epigastric discomfort, erythema, fatigue, female sexual dysfunction, fibromyalgia, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: 06jul2012 delivery catheter was inserted into the left tubal ostia up to the black marker with 4 coils on left. Similar technique was used on the opposite side with 3 trailing coils on the right side. She had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion nuclear magnetic resonance imaging brain - on (B)(6) 2012: normal. Pregnancy test - on (B)(6) 2012: negative. Smear cervix - on (B)(6) 2015: negative . (B)(6) 2015 abdomen view findings and impression- essure device are seen in pelvis but exact position can not determine. (B)(6) 2015 surgical pathology report coils present in bilateral proximal fallopian tube segments. Both fallopian segments are 1.8 cm in length and have essure coils present which are removed per patient request. Both essure coils are removed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache, vision blurred, migraine, dysmenorrhea, menorrhagia, pelvic pain, abdominal pain lower, depression, anxiety, fatigue, weight increased, back pain, dizziness, dyspareunia, urinary incontinence. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical records :genital prolapse, nocturia and micturition urgency . Most recent follow-up information incorporated above includes: on 31-oct-2018: medical records received. Added new reporters and events genital prolapse, nocturia and micturition urgency.added relevant history, test and essure insertion details. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune disorders") and uterine prolapse ("prolapsed uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho tri-cyclen) from 2008 to 2011, medroxyprogesterone acetate (depo-provera) from 2012 to 2015 and nuvaring for birth control as well as acetylsalicylic acid (aspirin), bupropion (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, salbutamol (albuterol inhaler), sumatriptan (imitrex) and trazodone. On 6(B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"), urinary tract infection ("chronic utis") and headache ("headaches"). In 2013, the patient experienced weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen/ abdominal pain"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and chronic gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and epigastric discomfort ("stomach irritated"). In 2016, the patient experienced enamel anomaly ("dental problems/ dental enamel eroding"), vision blurred ("blurry vision and difficulty driving at night") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder ("bipolar disorder") and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), blood pressure decreased ("blood pressure issues/ blood pressure drops randomly"), heart rate irregular ("irregular heartbeat"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)") and abdominal distension ("bloating"). The patient was treated with antibiotics, vitamins, surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, enamel anomaly, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, vaginal discharge, vision blurred, erythema, skin odour abnormal, epigastric discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, chronic gastritis, abdominal pain lower and poor peripheral circulation outcome was unknown and the dyspareunia, uterine prolapse and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, chronic gastritis, depression, dizziness, dysmenorrhoea, dyspareunia, enamel anomaly, epigastric discomfort, erythema, fatigue, female sexual dysfunction, fibromyalgia, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Reporter's information was added. Outcome of prolapsed uterus and dyspareunia was updated to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorders'), bipolar disorder ('bipolar disorder'), uterine prolapse ('prolapsed uterus') and genital prolapse ('genital prolapse') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache (since 25 years old.). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2011 and medroxyprogesterone acetate (depo-provera) from 2012 to 2015 for birth control as well as acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, salbutamol, sumatriptan (imitrex) and trazodone. In 2012, the patient experienced migraine ("migraines"), urinary tract infection ("chronic utis") and headache ("headaches"). On 2012, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen/ abdominal pain"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and chronic gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and epigastric discomfort ("stomach irritated"). In 2016, the patient experienced enamel anomaly ("dental problems/ dental enamel eroding"), vision blurred ("blurry vision and difficulty driving at night") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder (seriousness criterion medically significant) and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)"), abdominal distension ("bloating"), genital prolapse (seriousness criterion medically significant), micturition urgency ("urinary urgency"), nocturia ("nocturia 3x"), paraesthesia ("tingling in the extremeties"), pain ("all over body ache"), eye pain ("eyes hurt so bad") and crying ("I am crying") and was found to have blood pressure decreased ("blood pressure issues/ blood pressure drops randomly") and heart rate irregular ("irregular heartbeat"). The patient was treated with antibiotics, vitamins and surgery (hysterectomy (full) with bilateral salpingectomy and removal of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, enamel anomaly, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, vaginal discharge, vision blurred, erythema, skin odour abnormal, epigastric discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, chronic gastritis, abdominal pain lower, poor peripheral circulation, genital prolapse, micturition urgency, nocturia, paraesthesia, pain, eye pain and crying outcome was unknown and the dyspareunia, uterine prolapse and abdominal distension had resolved. The reporter provided no causality assessment for genital prolapse, micturition urgency and nocturia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, chronic gastritis, crying, depression, dizziness, dysmenorrhoea, dyspareunia, enamel anomaly, epigastric discomfort, erythema, eye pain, fatigue, female sexual dysfunction, fibromyalgia, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pain, paraesthesia, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2012 delivery catheter was inserted into the left tubal ostia up to the black marker with 4 coils on left. Similar technique was used on the opposite side with 3 trailing coils on the right side. She had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2012: results: normal. Pregnancy test - on (B)(6) 2012: results: negative. Smear cervix - on (B)(6) 2015: results: negative. Diagnostic results: (B)(6) 2015 abdomen view findings and impression- essure device are seen in pelvis but exact position can not determine. (B)(6) 2015 surgical pathology report coils present in bilateral proximal fallopian tube segments. Both fallopian segments are 1.8 cm in length and have essure coils present which are removed per patient request. Both essure coils are removed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. New events tingling in the extremities, all over body ache, eyes hurt so bad, crying were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), bipolar disorder ('bipolar disorder'), uterine prolapse ('prolapsed uterus') and genital prolapse ('genital prolapse') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache (since 25 years old.). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2011 and medroxyprogesterone acetate (depo-provera) from 2012 to 2015 for birth control as well as acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, salbutamol, sumatriptan (imitrex) and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"), urinary tract infection ("chronic utis") and headache ("headaches").in 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen/ abdominal pain"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and chronic gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and epigastric discomfort ("stomach irritated"). In 2016, the patient experienced enamel anomaly ("dental problems/ dental enamel eroding"), vision blurred ("blurry vision and difficulty driving at night") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder (seriousness criterion medically significant) and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)"), abdominal distension ("bloating"), genital prolapse (seriousness criterion medically significant), micturition urgency ("urinary urgency"), nocturia ("nocturia 3x"), paraesthesia ("tingling in the extremities"), pain ("all over body ache"), eye pain ("eyes hurt so bad") and crying ("I am crying") and was found to have blood pressure decreased ("blood pressure issues/ blood pressure drops randomly") and heart rate irregular ("irregular heartbeat"). The patient was treated with antibiotics, vitamins nos and surgery (hysterectomy (full) with bilateral salpingectomy and removal of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, enamel anomaly, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, vaginal discharge, vision blurred, erythema, skin odour abnormal, epigastric discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, chronic gastritis, abdominal pain lower, poor peripheral circulation, genital prolapse, micturition urgency, nocturia, paraesthesia, pain, eye pain and crying outcome was unknown and the dyspareunia, uterine prolapse and abdominal distension had resolved. The reporter provided no causality assessment for genital prolapse, micturition urgency and nocturia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, chronic gastritis, crying, depression, dizziness, dysmenorrhoea, dyspareunia, enamel anomaly, epigastric discomfort, erythema, eye pain, fatigue, female sexual dysfunction, fibromyalgia, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pain, paraesthesia, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2012 delivery catheter was inserted into the left tubal ostia up to the black marker with 4 coils on left. Similar technique was used on the opposite side with 3 trailing coils on the right side. She had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2012: results: normal. Pregnancy test - on (B)(6) 2012: results: negative. Smear cervix - on (B)(6) 2015: results: negative. Diagnostic results: (B)(6) 2015: abdomen view findings and impression- essure device are seen in pelvis but exact position can not determine. (B)(6) 2015: surgical pathology report coils present in bilateral proximal fallopian tube segments. Both fallopian segments are 1.8 cm in length and have essure coils present which are removed per patient request. Both essure coils are removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), bipolar disorder ('bipolar disorder'), uterine prolapse ('prolapsed uterus') and genital prolapse ('genital prolapse') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache (since 25 years old.). Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate (ortho tri-cyclen) from 2008 to 2011 and medroxyprogesterone acetate (depo-provera) from 2012 to 2015 for birth control as well as acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), clonazepam, fluoxetine hydrochloride (prozac), ibuprofen, leflunomide, metoprolol, naproxen, ondansetron (zofran), oxybutynin, prazosin, promethazine, quetiapine, salbutamol, sumatriptan (imitrex) and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines"), urinary tract infection ("chronic utis") and headache ("headaches"). In 2013, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("sharp pain in abdomen/ abdominal pain"), arthralgia ("pain in joints/ right wrist pain (carpel tunnel)"), back pain ("back pain") and chronic gastritis ("chronic inflammation of abdominal region"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriatic arthropathy ("psoriatic arthritis"), fibromyalgia ("fibromyalgia") and raynaud's phenomenon ("raynauds"). In 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), erythema ("stomach area gets red"), skin odour abnormal ("smell comes out of stomach") and epigastric discomfort ("stomach irritated"). In 2016, the patient experienced enamel anomaly ("dental problems/ dental enamel eroding"), vision blurred ("blurry vision and difficulty driving at night") and tooth fracture ("teeth crumbling"). In 2017, the patient experienced syncope ("fainting without warning/ pass out randomly"), bipolar disorder (seriousness criterion medically significant) and accident ("accidents"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), dizziness ("dizziness"), psoriasis ("psoriasis"), urinary incontinence ("loss of bladder control"), chest pain ("chest pain"), abdominal pain lower ("cramping"), poor peripheral circulation ("hands (loss of circulation)"), abdominal distension ("bloating"), genital prolapse (seriousness criterion medically significant), micturition urgency ("urinary urgency"), nocturia ("nocturia 3x"), paraesthesia ("tingling in the extremities"), pain ("all over body ache"), eye pain ("eyes hurt so bad"), crying ("I am crying") and adenomyosis ("adenomyosis") and was found to have blood pressure decreased ("blood pressure issues/ blood pressure drops randomly") and heart rate irregular ("irregular heartbeat"). The patient was treated with antibiotics, vitamins nos and surgery (hysterectomy (full) with bilateral salpingectomy and removal of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety, migraine, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, psoriatic arthropathy, fibromyalgia, raynaud's phenomenon, bladder disorder, urinary tract disorder, blood pressure decreased, heart rate irregular, enamel anomaly, dysmenorrhoea, fatigue, alopecia, urinary tract infection, headache, syncope, dizziness, bipolar disorder, psoriasis, vaginal discharge, vision blurred, erythema, skin odour abnormal, epigastric discomfort, abdominal pain, arthralgia, back pain, urinary incontinence, accident, chest pain, tooth fracture, chronic gastritis, abdominal pain lower, poor peripheral circulation, genital prolapse, micturition urgency, nocturia, paraesthesia, pain, eye pain, crying and adenomyosis outcome was unknown and the dyspareunia, uterine prolapse and abdominal distension had resolved. The reporter provided no causality assessment for genital prolapse, micturition urgency and nocturia with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, accident, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bipolar disorder, bladder disorder, blood pressure decreased, chest pain, chronic gastritis, crying, depression, dizziness, dysmenorrhoea, dyspareunia, enamel anomaly, epigastric discomfort, erythema, eye pain, fatigue, female sexual dysfunction, fibromyalgia, headache, heart rate irregular, hypersensitivity, menorrhagia, migraine, pain, paraesthesia, pelvic pain, poor peripheral circulation, psoriasis, psoriatic arthropathy, raynaud's phenomenon, skin odour abnormal, syncope, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details: (B)(6) 2012. Delivery catheter was inserted into the left tubal ostia up to the black marker with 4 coils on left. Similar technique was used on the opposite side with 3 trailing coils on the right side. She had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Magnetic resonance imaging brain - on (B)(6) 2012: results: normal. Pregnancy test - on (B)(6) 2012: results: negative. Smear cervix - on (B)(6) 2015: results: negative. Diagnostic results: (B)(6) 2015. Abdomen view findings and impression- essure device are seen in pelvis but exact position can not determine. (B)(6) 2015. Surgical pathology report. Coils present in bilateral proximal fallopian tube segments. Both fallopian segments are 1.8 cm in length and have essure coils present which are removed per patient request. Both essure coils are removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event adenomyosis was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, weight increased, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.